Manufacturer narrative:
Product evaluation: a product evaluation/investigation was not performed as no product was returned. The complaint cannot be confirmed. Manufacturing record review: a product manufacturing record review could not be performed as serial number of the lens was not provided/known. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Serial number: unknown/not provided. Catalog number: a complete catalog number is unknown since the serial number was not provided. Expiration date and UDI number are unknown since the serial number was not provided. Manufacturing dates unknown since the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to the manufacturer has been submitted.

Event description:
A letter received from the FDA reported that within the last three (3) weeks, a surgeon had removed the toric symfony lens from four (4) patients eyes due to patients dissatisfaction and problems with the quality of their visions. No further information was provided. This report is three (3) of four for patient #3. Separate reports are being submitted for other three (3) patients.